Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm confirmed, during pm, the batteries failed the runtime test. The stm replaced the batteries. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), performed by getinge service territory manger (stm), the battery runtime test on a cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement and no adverse event reported.